Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received multiple inappropriate shocks and atp therapy due to rv lead dislodgement. When interrogation was first attempted, an error message was observed. After rebooting, the device was successfully interrogated. The tachy therapy was programmed off. The patient was stable and will continue to be monitored.